Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017 the 6.0x150 mm supera stent was implanted in the popliteal to femoral artery. On (B)(6) 2018 angiogram was performed and the supera stent was noted to have fractured. The patient had claudication which is thought to be related to the stent fracture. A stent graft was implanted in the fractured stent as there was also an aneurysm in that vessel. The claudication resolved with the treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Review of the device lot history record and similar incident query could not be performed because the lot number was not provided. It is possible that repeated flexion and extension of the knee may be a contributing cause for the stent fracture; however, this could not be confirmed. Aneurysm and claudication are listed in the supera instructions for use as known potential patient effects associated with the use of the device. A conclusive cause for the stent fracture and subsequent patient effects cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received indicating that in the opinion of the physician, the implantation of the supera stent caused the aneurysm in the popliteal to femoral artery. No additional information was provided.